Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained.

Event description:
It was reported that catheter entrapment occurred. A 24 x 2.75 promus elite drug eluting stent was advanced for treatment. However, when treating a bifurcation, the second stent failed to advance, resulting in entrapment. Both stents were removed, and new stents were used to complete the procedure. The patient left the hemodynamics room in stable condition. It was further reported that an angioplasty of the anterior descending artery bifurcation was performed on the proximal third and diagonal branch. The stenosed lesion was 80% in the anterior descending artery and 70% in the non-calcified diagonal branch. A boston scientific convey leftbu 3.5 guide catheter and a non-boston scientific 6 fr were used. Pre-dilatation involved 2.0 x 8 and 2.0 x 12 emerge balloon catheters. However, difficulties arose when positioning both stents as they became stuck together, rendering them immovable. Initially, the stent was placed in the diagonal branch. Attempts to position the lad stent were unsuccessful due to them sticking together. Eventually, everything was removed, wires, stents, and catheter had to be removed and the procedure had to be restarted from the beginning. The stents were noted to be "hooked together" but not trapped inside the artery. Dissection occurred upon the removal of all of the devices. Stents were placed in the diagonal branch, and several stents were implanted in the anterior descending artery to cover the dissection and to complete the procedure.

Event description:
It was reported that catheter entrapment occurred. A 24 x 2.75 promus elite drug eluting stent was advanced for treatment. However, when treating a bifurcation, the second stent failed to advance, resulting in entrapment. Both stents were removed, and new stents were used to complete the procedure. The patient left the hemodynamics room in stable condition.